Event description:
Pt says the pump shows it is running but there is no infusion. There was no pt impact reported.

Manufacturer narrative:
Investigation found the platen door bent due to impact causing it to not deliver fluid. Pump's platen door was replaced to resolve the issue.